Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a heavily calcified vessel. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation of the device found it was returned partially deployed and dried blood was observed on the device. The plunger, suture, needles, and cuffs were in pre-deployed position; however, the link was slack, indicating the foot was deployed. It was reported that after inserting and positioning the device, artery luminal marking could not be confirmed because blood flow was absent from the marker lumen. The inspection of the returned device found excessive dried blood in the external marker lumen tube, suggesting luminal blood marking was achieved while inserting the device into the patients artery. During testing, the luminal marking test was performed and the result met the manufacturing criteria. The foot was found deployed, indicating an attempt has been made to position the foot against the arterial wall. Based on the investigation findings, the device was fully functional and a cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left common femoral artery after an interventional peripheral procedure. Reportedly, after inserting and positioning the device, artery luminal marking could not be confirmed because blood flow was absent from the marker lumen. The device was removed over a guide wire and a second proglide device was attempted, but a needle to cuff miss occurred. There was no suture present when the needle plunger was removed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.